Manufacturer narrative:
This report is submitted on september 5, 2023.

Event description:
Per the clinic, the patient experienced no sound with the device, an absence of autonrt and impedances. Troubleshooting attempts were made; however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and reimplant the patient with another cochlear device as of the date of this report.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2024. The patient was re-implanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached.